Event description:
The bolts that secure the uilk assembly to the uic column have sheared. This has allowed the uilk arm to move and become unstable. No consequences to the patient or user were reported.

Manufacturer narrative:
A follow up report will be submitted when the investigation has completed.